Event description:
It was reported the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.

Event description:
It was reported the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The event occurred outside the us. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Corrected implant date, explant date, and brand. Evaluation summary: (B) (4) battery depletion-normal.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.